Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's external driveline had damage. Rescue tape was applied to the damaged area. The patient had no symptoms. Technical services reviewed the log file and did not find any unusual events, but the images showed wear on the external portion of the driveline. The silastic started to pull away from the metal connector. One third of the patient's driveline was covered in rescue tape.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted driveline photos confirmed external, superficial driveline damage and separation of the silicone jacket from the metal connector; however, the account reported that the damage was due to wear and tear. The submitted driveline photos demonstrated damage to the silicone jacket on the external portion of the driveline. The driveline bend relief of the controller connector was pulling away from the metal of the connector, and a partial tear was observed around the bend relief. The bionate layer was visible near the controller connector where a small gap in the silicone jacket was present. Towards the pump, rescue tape was applied over an area that appeared to be another small gap in the silicone jacket. Another submitted photo demonstrated a small tear in the external silicone jacket with bunching of the jacket at an indistinguishable location. A review of the submitted log file from on (B)(6) 2020 found that the pump maintained a stable speed above the low speed limit without issue. The system appeared to be operating as intended and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further issues at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.